Manufacturer narrative:
Final analysis of the enterra lead (B)(4) revealed foreign material was observed on the needle of the lead.

Manufacturer narrative:
Concomitant medical products: product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. Product ID: 4351-35, serial# (B)(4), product type: lead. (B)(4).

Event description:
It was reported that leads received damage from condensation from storage area of hospital. It was noted that the device was never implanted. It was noted that the issue resolved at the time of this report. Additional information reported 2 days later the company representative had 5 implantable devices, which got moisture on the boxes when the ceiling leaked. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
¿Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.¿